Event description:
The customer reported to olympus the hf generator had been flagging up with error code e433, relating to a power board failure. The issue was observed during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to the olympus service center (sbc) for evaluation. During their inspection, the sbc confirmed the reported error and traced it back to a defective high voltage power supply (hvps) board. The device required a software upgrade to version 4.12.07.01-a-0000(2020-09- 28) (powerseal) from version 04.11.02-a-0002(2018-06-19) and as such required a new rear panel product label. The device has been tested according to the manufacturer¿s test procedures with the known working hvps fitted. The device passed all tests and was working to the manufacturer¿s specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Error code e433 was triggered by the device¿s safety system and occurred during device startup if the effective value of the output signal which was set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Error message e433 can only occur during device startup. From a technical perspective, it is not possible for error message e433 to occur during operation. However, the potential cause for the error message arises during operation. The sbc traced the error back to a defective hvps board. Possible causes of a defective hvps board: the supply voltage from the hvps board is missing or too low (permanent error). A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.